Event description:
The complainant stated that the unit didn't work. The unit was returned to ohio medical corporation for evaluation and repair. The unit was evaluated by ohio medical corporation repair personnel and identified a burnt smell coming from the unit casing. Inside the unit the circuit board and battery were found to be burned/damaged. The unit was maintained for evaluation by engineering and qa. A replacement was sent to the customer. This event did not contribute to a death, illness or injury.